Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effects of hematoma and hypotension are listed in the electronic perclose proglide instructions for use (IFU), as possible adverse events of use of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. G3 - date received by mfg was updated from "4/25/2023" to "4/26/2023".

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device after a percutaneous coronary interventional procedure using a 6f sheath. Reportedly, hemostasis was not achieved. The patient had a hematoma and became hypotensive. Pressors were administered to treat the hypotension. A non-abbott device was used to achieve hemostasis. There was a reported clinically significant delay in the procedure or therapy. No additional information was provided.